Event description:
High impedances were reported. Patient was reprogrammed using active electrodes to keep patient's pain relief at adequate levels. They were seeing "do not use" electrodes 1,2,3,4,5,6,7. Electrodes 2,3,5,6,10 previously reported on event 103. No signs or symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they hadn't been using the device in over a year. Patient rep mentioned the patient had 18 diodes that failed, the patient was using 9 diodes, they tried reprogramming but that didn't work. Patient rep mentioned the patient was diagnosed with parkinson's disease and other problems. Patient rep stated they wanted to dispose of the external equipment. Patient rep mentioned patient was in the hospital (not related to the scs) and the patient had a MRI. Patient rep mentioned they asked the healthcare provider about removing the battery at one point but healthcare provider said they didn't want to have anything to do with it. Agent asked caller to clarify when the patient stopped using the implant and caller stated they thought it was a year ago. Agent reviewed with patient rep it's best to keep the external equipment when the patient still has an active implant. Agent provided information to patient rep on the call.